Manufacturer narrative:
Correction: a loose connection solution leakage replaced the previously reported (the patient did not close the wing of the solution bag properly which resulted in a loose connection causing solution leakage). Correction: device codes: remove 2017. Correction evaluation result code: was added to replace the previously reported. Correction evaluation conclusion code: was added to replace the previously reported. Correction: however, a loose connection and leak between the supply line and supply bag was reported and is known to cause a leak. The cause of the loose connection could not be determined. Replaces the previously reported (this is a report of a use error where the patient did not close the wing of the solution bag properly while connecting to the homechoice cassette which resulted in a loose connection causing solution leakage. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted).

Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This is a report of a use error where the patient did not close the wing of the solution bag properly while connecting to the homechoice cassette which resulted in a loose connection causing solution leakage. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked during peritoneal dialysis therapy. This event occurred during fill one. The patient did not close the wing of the solution bag properly which resulted in a loose connection causing solution leakage. There was no report of patient injury or medical intervention associated with this event. No additional information is available.